Event description:
It was further provided that the patient was also taking oral medication for the management of diabetes and no other medications that the physician was aware of. The patient had increased blood pressure, nausea, vomiting, and his blood sugars were really high. The patient had missed his pump refill which resulted in the patient¿s withdrawal. The health care provider had attempted to reschedule the patient several times but the patient would not show up and the patient ended up in the emergency room (ER) due to the noted symptoms. The ER did not give the patient oral medications to manage it or call the managing physician as unfortunately the underlying issue was not understood. The ER treated him for diabetes thinking he was not managing it properly and the patient did not think to say anything about the missed refill or the device. The patient did come for a pump refill and the pump was pretty much near empty at that point. There was no issue with the device and the pump was refilled. The physician refilled the patient¿s pump at a lower dose than usual because of the withdrawal. Actually his pain was being managed better than ever before so the physician was going to keep the patient¿s dose low and not go up as high as before. The patient is doing very well and was counseled on the importance of keeping his appointments. The patient took full responsibility for what happened. He currently is getting good therapy and has not had any further issues.

Event description:
It was reported that the patient had missed a pump refill as the patient had ignored the pump alarm. The pump had been dry for approximately one month and the patient was hospitalized for withdrawal. The patient ¿went through a lot with the withdrawal¿ but was better now. There was consideration if the medications in the pump were interfering with the patient¿s judgment. Reportedly, it was discussed with the patient not to miss refills. In addition, a lesson was learned and the reporter stated they would not go nearly as high with the medication even though the patient was having pain. The device had seven months to the elective replacement indicator (eri). The pump was to be filled and therapy resumed at a much lower dose on the date of this report. This device system delivered clonidine, bupivacaine, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n116481, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, lot# j0058131r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).